Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen dose and con centration not reported via an implantable pump. On (B)(6) 2020 a blister at the pocket site, possible erosion or it may begin to erode was reported. The environmental, external or patient factors that may have led or contributed to the issue was the patient was bedridden. No diagnostics or troubleshooting was performed, and the actions and interventions taken to resolve the issue was the patient was scheduled for possible revision on (B)(6) 2020. Surgical intervention did not occur but was planned and scheduled for (B)(6) 2020. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported regarding the event.